Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that her blood glucose reached 372 mg/dl and that the cannula was bent.